Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower r-l3-resp system was stuck on the windows update screen at 0% with no progress, and remote smart service (rss) was offline. The customer attempted to perform a hard reboot of the station; however, the issue persisted and there was no response. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative. A review of the complaint history for sn (B)(6) was performed in salesforce and did not identify any similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) from the date of manufacture on 16-jul-2020 confirmed that this device was not previously returned for service and no production failures were identified that would correlate with the customer reported issue. Upon investigation of the device involved in this incident it was determined that the station was frozen on the update screen. The field service engineer powered off the unit disconnected it from the outlet and performed a hard reset by disconnecting the battery and solid state drive. The unit was powered back on and two latch switches in door 3 were replaced. However a ghost failure persisted during hardware test application diagnostics requiring additional remote troubleshooting. Multiple good faith attempts were made to obtain additional information however no response was received from the field service engineer or the field service engineer manager. Additional information will be added to the record if received.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower r-l3-resp system was stuck on the windows update screen at 0% with no progress, and remote smart service (rss) was offline. The customer attempted to perform a hard reboot of the station; however, the issue persisted and there was no response. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.